Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the control unit was not functioning and the device remained still. Therefore the reported condition was confirmed. The assignable root cause was due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) that the electric pen drive device, on occasion, would run in the wrong direction. During in-house engineering evaluation, it was determined that the control unit was not functioning and the device remained still. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly